Event description:
Reporter alleged during a routine doctor's appointment, she obtained a blood glucose result of 398 mg/dl on her advantage system compared to the doctor's measurement of 140 mg/dl when testing was performed one test immediately after the other. No actions were taken or treatment reported. A request was made for the return of the suspect product and replacement product was sent.